Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user removed the ilet after a dexcom g7 sensor ended and experienced elevated blood glucose the following morning; the user administered subcutaneous insulin by pen and was educated to use bg run to continue dosing and to reconnect after two hours, with advice to contact the prescriber regarding sensor availability. Symptoms included hyperglycemia. Outcomes included no injury, no hospitalization, no alarms, and successful troubleshooting with education provided. Investigation included a review of product use and user interaction with the device. Investigation of this case revealed use without a functioning cgm sensor and lack of awareness of bg run features, with no device malfunction reported and no component failure identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error and use without cgm input, mitigated by education on bg run and reconnection protocol.